Event description:
The delivery system is placed as usual, but during the procedure the hemostatic valve is bleeding too much blood. When the graft is going to be released the bleeding does not stop and opposite to this the bleeding increased considerably. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use (IFU), quality control documentation, specifications and trends was conducted. Based on the information provided, the valve leaked excessively during the procedure. When the graft was deployed, the leakage increased. The patient required a blood transfusion. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Valve assemblies are 100% inspected for leakage. The work order was reviewed, and nothing of note was observed. The physician returned a video illustrating the valve leakage during the procedure. This video confirms the complaint. The risk was assessed using quality engineering risk assessment (qera). The risk remains acceptable with inclusion of this event; however, due to an increasing trend in complaints, additional risk reduction activities are being discussed. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
Additional information received on january 6, 2015: the patient lost approximately 1,000cc of blood and required a blood transfusion.

Manufacturer narrative:
(B)(4). The event is currently under investigation.